Manufacturer narrative:
Device was used for treatment, not diagnosis. Schmidgen, a; naumann, o and wentzensen, a. (1999). A simple method for removal of broken unreamed tibia nails. Springer-verlag, 102, 975-978. This report is for unreamed tibia nails (utn) /unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. (Other number) UDI: unknown part number, UDI is unavailable. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article schmidgen, a; naumann, o and wentzensen, a. (1999). A simple method for removal of broken unreamed tibia nails. Springer-verlag, 102, 975-978. This article describes post-operative results of unreamed tibia nails (utn), which were implanted to treat distal tibia fracture and were removed by a simple extraction device. This is report 3 of 4 for (B)(4). This report is for unknown unreamed tibia nails (utn) and refers to a ((B)(6), male patient whose postoperatively after three and a half months full stress was not achieved due to increasing pain. Cloudy callus was developing medially and the fracture gap was still evident. The nail broke at the first locking hole of the distal nail end. For personal reasons, 5 months after the first surgery, the (utn) was extracted and a reosteosynthesis was implemented with a reamed ao universal nail (11 mm diameter, 360 mm length) and static locking).